Event description:
It was reported that during a laparoscopic gastric bypass, the stapler fired, but it did not cut. The device delivered an incomplete staple line and malformed staples. The surgeon used another stapler to resect the staple line and chose to hand sew over the right side of the pouch. A partial gastrectomy was done due to the malformed staples. Operating time was extended by two hours under anesthesia. There was no patient consequence.